Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on companys acceptance criteria. Review of the logfile of the treatment day shows the reported problem can be confirmed and is most possible caused by bad docking and patients eye movement. The system shows no deviation that can contribute the reported problem from the technical side. No technical root cause was identified as the system was operating within specifications. The possible root cause is docking technique or patients eye movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A center manager reported a loss of suction during a lasik flap procedure. Reporter indicated the operating room staff initially felt the event was related to possible patient eye movement, but is unconfirmed. The surgeon decided to convert the case from lasik to photo refractive keratectomy (prk) and completed the case.